Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted heart sine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Event description:
A customer contacted heart sine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A heartsine service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Upon receipt, the device could not be powered on with the returned pad-pak and no flashing status led was observed. Further investigation revealed the pad-pak fuse was blown. Visual inspection revealed damage to the pcba that would be consistent with thermal damage to the capacitor c93 (+18 v), measurements taken identified a failure of c93. This failure had caused a low resistance from the pad-pak input voltage to ground leading to a blown pad-pak fuse. After replacing c93, the unit was stress tested at 50 c for 5 days while performing a self-test every 20 minutes. No fault was observed during this period and the test pad-pak fuse did not blow. This would indicate that the fault had cleared. There was a recorded temperature below the indicated minimum of 0 c, of -2.0 c on (B)(6) 2023. This may have contributed to the failure of the capacitor c93. This device was scrapped and replaced.